Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of stent shaft broken. Block h10: a photo of polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the stent shaft detached, additionally their suture is not visible. No other problem with the device were noted. The reported event was confirmed based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. According to the event description and during the device analysis, it was possible to observe that stent shaft detached, additionally the suture was not visible, which means that it was removed, indicating that there was a handle of the device. This failure could have been cause due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied during it use in preparation, these factors could have caused the detached observed. Consequently, affect the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is failure to follow instructions. Since problem is traced to the user not following the manufacturers instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was going to be used in an ureteroscopy procedure in the right ureter, performed on (B)(6) 2022. During preparation, when attempting to remove the suture, it was noted that the coil was hurt. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent shaft was broken. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was going to be used in an ureteroscopy procedure in the right ureter, performed on (B)(6) 2022. During preparation, when attempting to remove the suture, it was noted that the coil was hurt. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent shaft was broken. No further information has been obtained despite good faith efforts.